Manufacturer narrative:
(B)(4). There was patient involvement. There was no report of patient injury or medical intervention associated with this event. The lot was manufactured from (B)(6) 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection could not verify the reported condition of underinfusion. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was under infusing. There was no patient involvement. No additional information is available.